Event description:
Hill-rom received a report from the account stating the siderail wasn't latching. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail latch was stuck open due to a sticky substance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned the latch to resolve the issue. Based on this information, no further action is required.